Event description:
It was reported that the customer received "multiple occlusion alarms". The customer experienced high blood glucose levels. After receiving an alarm, the customer would examine the tubing and then resume insulin delivery. As the customer was not receiving an alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the past occlusions was unable to be performed.

Manufacturer narrative:
Additional info received indicated that the customer reverted to manual insulin injections for diabetes management. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.